Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 19 closed samples and 1 open sample consisting of a plastic support with one needle attached to an unwound thread. We have also received a picture showing a plastic support with one needle attached to an unwound thread and one loose needle, but it is not very clearly seen. We have checked all the closed samples received, and all were correct, there was only one suture in each pack (one needle attached to one thread). The open sample and the closed samples contain the product described in the label. Reviewed the batch manufacturing record, there were no incidences related to this issue and this product was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that two needles were found in the same package. Sutures were ordered for, among other things, plastic surgery. Healthcare professionals open a suture during surgery and notice that there are two needles instead of just one. We were told that this could have had serious consequences. Other boxes of the same suture that are in stock at home have been checked, but they do not have the same lot number. No additional information was provided.